Event description:
Event description cpi received information that the rate sensing portion of this transvenous defibrillation lead (0074) was capped, because of sensing problems. The high voltage portion of the lead remains in service. A bipolar (0010) lead was added to this system.